Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
Patella revision and tibial insert exchange. Patella was dislodged. All pegs were missing. Patella and insert exchange.

Manufacturer narrative:
An event regarding a non-specific revision involving a triathlon tibial insert was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: not performed as no medical records were provided. Device history review: all devices accepted into final stock met specification. Complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to complete the investigation for determining a root cause. It is noted that the revision surgery occurred due to patellar issues. In revision surgeries like this, poly bearing components such as the insert are usually revised routinely as a precautionary measure.

Event description:
Patella revision and tibial insert exchange. Patella was dislodged. All pegs were missing. Patella and insert exchange.